Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-apr-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had a revision scheduled on (B)(6) 2019. They then stated that they had an implantable neurostimulator (ins) replacement scheduled as they were told that the battery only had a 3-5-year shelf life and had died. The patient stated that when the physician went in to replace the battery, they accidentally cut the leads as they were cutting away the scar tissue. They noted that the physician segmented the leads, left them implanted, and referred the patient to a neurosurgeon. The patient reported that after the ins was removed, they started having pain in their right quad, from their knee to their pelvis, which was in the tissue. They added that it is a stark, ravaging, exquisite pain. The patient mentioned that the pain is a 10 and feels like the muscle is being torn off of their bone and is on fire at the same time. They stated that the pain is the worst thing they have ever experienced, like they have been shot/stabbed/hit by a car. The patient added that the pain is intermittent, and it happens at night and wakes them up from sleeping. They stated that they are taking opioids for the back pain they are having due to the device removal, but they will not touch the pain in their leg. The patient noted that they have a lead replacement scheduled for (B)(6) 2019. No further complications were reported or anticipated.